Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure and technique: oblique lumbar interbody fusion (olif) pre-operative diagnosis: degenerative disc disease it was reported that intra-op, paddle part of the product was broken. The product came in contact with the patient. No fragment remains in the patient. No patient complications were reported as a result of this event.